Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4)..

Event description:
The customer reported to olympus the single use distal cover was noted to be missing from the evis exera iii duodenovideoscope when inserted into the gastric body at the beginning of an endoscopic retrograde cholangiopancreatography, sphincterotomy, and stent removal procedure. While looking for the device, a second endoscope was retrieved and used to investigate from the oral cavity to the duodenum to determine if the cap was located inside the patient. As the device could not be located, the patient was repositioned from prone to left lateral and the bite block was removed. After removing the bite block, the clinician located the distal end cap in the mouth and removed it. After doing so, the procedure was completed with a new cap and no further problems were reported. The cap was undamaged and intact. The user reported they did not apply anti-fog agent to the scope lens and only surgi-lube was applied to the middle, bending portion of the scope. The user could not confirm whether twisting or turning motion was applied to the cap to ensure it was properly attached. This caused a minor 7-minute delay while the cap was located, but the patient was not under general anesthesia at the time. There were no reports of patient harm or complications as a result of the cap falling off or the procedure itself, and the patient was discharged as planned in a stable condition with no additional hospitalization needed. This event is reported under the following patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope.